Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. Additional information received indicated that the customer switched the type of insulin from apidra to novolog and had not received any further occlusions. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned. .

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 500 mg/dl and insulin injection was used to address the high bg level. The customer changed the cartridge and infusion set. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine where the occlusion was located was unable to be performed. Reportedly, the customer was using apidra insulin.